Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer got into a car accident and passed away. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that they do not have the customer's insulin pump. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.

Manufacturer narrative:
The pump did not have a battery installed when received. The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump had minor scratches on the display window and a cracked reservoir tube lip. Data analysis: (B)(6) 2016 daily insulin total = 47.500 units, (B)(6) 2016 daily insulin total = 52.050 units, (B)(6) 2016 daily insulin total = 44.200 units, (B)(6) 2016 daily insulin total = 57.175 units, 09/04/16 daily insulin total = 14.825 units. On (B)(6) 2016 there was a battery change at 10:59 then a battery out limit alarm occurred and the time was reset to default settings.